Event description:
It was reported that the patient underwent a revision surgery due to the nail breaking 8 weeks post op.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information becomes available it will be reported on a supplemental report.